Manufacturer narrative:
The coaguchek inrange meter serial number was (B)(4).

Manufacturer narrative:
This event occurred in (B)(6). Occupation was lay user/patient.

Event description:
The customer received questionable results from a coaguchek inrange meter. The serial number was not known. The laboratory result was 3.5  inr and the meter result was 5.9 inr. The laboratory result was 5.2 inr and the meter result was 3.3 inr. The laboratory result was 3.2 inr and the meter result was 4.8 inr. On (B)(6) 2018, the laboratory result was 3.08 inr and the meter result was 5 inr.  The laboratory method was not known. There was no allegation of an adverse event. The therapeutic range was 2.5-3.5 the suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 334498) were tested in comparison with the master lot coaguchek xs pt at roche mannheim. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Retention material complies with the specification. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.